Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported three syringe 1ml ls sp120 were deformed and had scale marking issues. The following information was provided by the initial reporter, translated from (B)(6): "injection syringes have defects... Cone is closed and graduation is not present."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-27. H6: investigation summary three samples and photos received for investigation. Product involved is a 1ml syringe with reference 303172 with lot number 2105074. Upon visual inspection of the three samples it can be observed both defects claimed. Scale is not correctly printed in any of the syringes and tip is blocked. A device history review was performed for the reported lot 2105074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause for blocked tip is associated with the molding process. If a pin is taken off, the inner geometry of the syringe is not correctly manufactured and the tip of the syringe is not molded properly, leaving additional plastic and blocking the tip. Possible root cause for scale marking issue failure in the patterns that transfers the scale or in the flaming system that prepares the material for ink penetration previously to ink transference.

Event description:
It was reported three syringe 1ml ls sp120 were deformed and had scale marking issues. The following information was provided by the initial reporter, translated from dutch: "injection syringes have defects... Cone is closed and graduation is not present."